Manufacturer narrative:
Per customer, qc has failed multiple times. However, specific qc data was not supplied. A field service engineer (fse) went on-site and performed a routine system check and a precision test; all testing passed within instrument specifications. Fse did note any hardware issues which would have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple erroneously elevated troponin (accutni) results within the risk stratification range for several patients generated by the access 2 immunoassay system. One example was provided by the customer. The original result was 0.06ng/ml and repeat testing on an alternate instrument gave a result of 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.